Manufacturer narrative:
(B)(4). This lot was manufactured may 21, 2014 to may 22, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the reservoir that were observed near the rupture line; however the cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "capsule" of a large volume infusor ruptured, resulting in leakage described as "automatic spray". This occurred after filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.